Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Samples received: four unopened pouches. There are no previous complaints of this code/batch for this issue. There are no units in our stock. All packs received are tight. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Needle attachment results conducted on samples before releasing the product were within specification. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is corresponding (justified). Corrective / preventative actions: not applicable.